Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient had an initial left total hip arthroplasty approximately 9 years ago. Subsequently, an unknown personal injury allegation has been made. Patient has not yet scheduled a surgery for explantation of the left hip components. No additional information is available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item number: 65771100720 item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 7.5 extended offset lot number: 62515443. Item number: 00801803203 item name: femoral head sterile product do not resterilize 12/14 taper lot number: 62238092. Item number: 00631004832 item name: liner 10 degree elevated rim 32 mm i.d. For use with 48 mm o.d. Shell lot number: 62595150. Item number: 00625006540 item name: bone screw self tapping 6.5 mm dia. 40 mm length lot number: 62363433. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00556, 0002648920-2023-00031, 0001822565-2023-00564 and 0002648920-2023-00032. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted device location is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: a2: dob.

Event description:
It was reported that the patient had an initial left total hip arthroplasty approximately 9 years ago. Subsequently, an unknown personal injury allegation has been made. The procedure was completed using the posterolateral approach. To improve femoral torsional stability, femoral stem was up sized and left slightly proud intentionally. 1 screw placed for supplemental cup fixation, broached up to size 7.5 and no complications noted, noted good stability/alignment. There is no additional information available at the time of this report.